Manufacturer narrative:
The device is unavailable for return. Discarded at user facility.

Event description:
It was reported to target that during a catheterization of a aneurysm two coils were scheduled for deployment. The first coil was successfuly deployed. 1 to 1.5cm of the second coil was deployed when it was decided to withdraw the coil. During withdrawl the joint between the metal guide wire and the coil broke. An attempt was made to remove the broken coil but it was unsuccessful. The pt was maintained under sedation and anticoagulation and is in good condition.